Event description:
Reportedly during the procedure on (B)(6) 2012, a bmw universal ii guide wire was advanced to the posterior lateral with moderate to heavy calcification and moderate tortuosity; however, the guide wire inadvertently went into a side branch where it got caught. The physician withdrew the bmw universal ii guide wire against resistance which caused the vessel to have spasms. Intra-coronary nitroglycerin was administered which relieved the spasm. When the bmw universal ii guide wire was removed from the patient anatomy, it was noted to be intact but the distal end had uncoiled. On angiography, the side branch appeared to be opaque indicating the tip was intact and not separated. Another bmw guide wire was used without further issues and the procedure was completed. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.